Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated on site by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter has received similar reports for the reported problem.

Event description:
The facility reported a colleague infusion pump with a damaged battery. This condition had the potential to interrupt delivery. It is unknown when this condition occurred. There was no report of patient/user involvement, injury or medical intervention. This involved a remediated colleague infusion pump with user interface module master software version 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague pump with a damaged battery was confirmed and reproduced during product evaluation. This condition was due to depleted main batteries. The main batteries and battery harness were replaced to fix the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.